Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. The customer's blood glucose was reportedly "well within range". Reportedly, the customer continued to use the pump for insulin therapy.